Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to remove: the sheath may be removed by gently rolling it off the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath of shower may increase comfort."

Event description:
It was reported that the male external catheter was difficult to unroll. The patient believes there was too much adhesive. The patient experienced discomfort. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter was difficult to unroll. The patient believes there was too much adhesive. The patient experienced discomfort. No medical intervention reported.